Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient was experiencing pain/poly synovitis.

Manufacturer narrative:
An event regarding fracture involving a triathlon baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: the baseplate fractured in the posterior/medial compartment. No segments of the baseplate have completely fractured off. There is evidence of severe burnishing on the posterior rim of the medial compartment consistent with contact with the femoral component after the tibial insert would have worn through. There is evidence of bone cement with bony ingrowth around the anterior face of the keel. Material analysis concluded that the tibial base plate was fractured due to posterior edge-loading. The damage to the insert was consistent with posterior edge-loading by the femoral component. Delamination on the posterior end of the insert progressed to the point where the baseplate became exposed, allowing for the direct contact of the femoral component and the baseplate. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: it would appear that an adverse mix of patient-related and procedure-related factors has contributed to overload and instability in the arthroplasty requiring revision. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated in this case due to lack of good quality imaging information. Initial liner thickness was 11-mm cr type, which is about average for a typical knee replacement but because no pre-arthroplasty or early post arthroplasty x-rays are available for comparison, this aspect cannot be further detailed. Anatomic markers for proper reconstruction such as posterior femoral condylar offset or posterior tibial slope appear adequate on the available x-ray as far as visible but many relevant details may remain obscure due to the poor x-ray quality. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis concluded that the baseplate was fractured due to posterior edge-loading. Medical review of the poor quality x-rays provided indicated revision surgery due to instability however the exact cause of the event could not be determined because insufficient information was provided. Further information such as better quality x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient was experiencing pain/poly synovitis.